Event description:
A customer reported that a pt's sample with anti-jkb did not react with 0.8% surgiscreen lot 8ss467 during validation testing performed in manual gel and with provue. No death or serious injury was associated with this incident.